Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient was affected. Pump did not infuse; they said it could have been user error of a new nurse. The event occurred while in use with patient at patient's home. This was operated by a health professional.

Manufacturer narrative:
D3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.